Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. The distal conductor was distorted, the inner tubing kinked/buckled and helix/lobe distorted/bent. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). The analyst noted the lead was damaged at implant.

Event description:
It was reported that at implant attempt, while repositioning the right ventricular lead, the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.